Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer loaded several new cartridges to resolve the issue but the same error occurred. Customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.